Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus, basal, and fixed prime process. Troubleshooting was performed. The rewind and manual prime test passed. Ran self test and passed. Instructed the caller to change the infusion set, reservoir, and call us back if issues continue. The customer's husband called back and stated that the insulin pump alarmed motor error multiple times over the past twenty four hours. Advised that the customer should discontinue use of the insulin pump and to revert to back up plan. Days later, the husband called back again and stated that the customer was hospitalized the night before. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.